Event description:
During laparoscopic cholecystectomy, while the surgeon was removing the grasper at the fundus, a piece of plastic was noted to be stuck in the abdomen that came off the grasper. It was difficult getting the grasper out through the port and there was a plastic piece noted in the abdomen. This was pulled out. It appeared to be only half of the casing (missing approximately 5 mm piece) but it was difficult to ascertain. Surgeon conducted methodical wound exam and no pieces were found. It is unclear if piece was left in patient or not.